Manufacturer narrative:
No information from the facility as of 3/28/2018.

Event description:
On (B)(6) 2018, the (B)(6) account in us reported that patient response to treatment with burn. We tried to reach this facility numerous times to obtain more information on patient condition or type of injury without any success. Therefore, due to lack of any information from the facility, we are submitting this MDR as a precaution.